Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge area of the ilet pump exhibited leaking into the cartridge chamber, coincident with sustained hyperglycemia despite infusion set changes, and resumption of insulin delivery following troubleshooting and education. Symptoms included nausea and vomiting, and blood ketones were reported at 1.9 with a ¿high¿ designation. Outcomes included prolonged blood glucose above target with a highest, reported fingerstick reading at the meter¿s ¿high¿ threshold, eventual return to range, and no hospitalization or professional medical intervention. Investigation included agent-guided full supply change and confirmation of insulin delivery resumption, along with user-implemented back-up subcutaneous insulin injections. Investigation of this case revealed a leakage condition at the cartridge compartment consistent with a cartridge or, connection integrity issue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device-component leak resulting in underdelivery of insulin.